Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that additive issues occurred before use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "complaint from hkrcbts. The user complained that air was found at the gel form, the separating gel was not in uniform thickness." 2 occurrences were reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that additive issues occurred before use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "complaint from hkrcbts. The user complained that air was found at the gel form, the separating gel was not in uniform thickness." 2 occurrences were reported.